Event description:
Hip osteoarthritis (hoa), the patient suddenly became unable to walk while taking a walk and was brought to the emergency department. Upon examination, a fractured stem was identified. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).